Manufacturer narrative:
The technician replaced the scale board to resolve the issue.

Event description:
The technician alleged that there is no audible alarm for the pt position module at the bed. No injury reported.